Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with cracked reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The caller believes the pump is over delivering as the customer had been low all day and the parents had not touched the pump. Troubleshooting was completed. The customer was also going through batteries in a short period of time. The insulin pump will be returned for analysis.